Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient air to clear water from the objective lens, had a defect of the objective lens, and the nozzle was deformed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the only customer's allegation that was confirmed was the defect of the objective lens. The device evaluation also found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending tube was deformed, bending section cover had a scratch, adhesive bending section cover had a chip, adhesive around objective lens was peeled, plastic distal end cover had a scratch, the connecting tube had a scratch, objective lens had discoloration, scope connector cover unit had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had discoloration and a scratch, grip had discoloration and a scratch, suction cover had discoloration and a scratch, switch box had discoloration and a scratch, switch #1 had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, upward/downward knob was discolored and has a scratch, right/left knob had discoloration and a scratch, control unit had discoloration, bending section cover had a scratch, and the suction cylinder was shaved. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if there was delay in the start of the pre-cleaning, if the air/water nozzle was flushed with water or with detergent solution, if the endoscope was immersed in the detergent solution, and if the nozzle was cleaned with lint-free cloths/brushes/sponges. Additionally, it is unknown if there were any abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf type 290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.